Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 1 month. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Pt's husband alleges that during treatment fluid was noted leaking from the blue pin of the stay safe connector. The pt did not suffer any adverse event and did not require medical intervention as a result of this event. The sample was discarded.